Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that a leak had been noted at the filter cassette of the primary plum set. There was patient involvement, and unknown harm reported.